Manufacturer narrative:
Concomitant medical products: dtba1qq ICD implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced nerve stimulation and loss of capture from the left ventricular (lv) lead was observed. It was noted the lv lead was in the coronary sinus but grossly dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.